Event description:
Unable to prime due to multiple alarms. Low flow in degasser; dialyzer inlet pressure maximum. Diagnosis or reason for use: renal insufficiency. Event abated after use stopped or dose reduced?: no.